Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the patient has a history of issues with the sound quality with his cochlear implant. He complains about distortion of sound resulting in poor speech perception. A significant drop in hearing perception form 92% in (B)(6) 2014 to 52% in (B)(6) 2015 has been observed. The external equipment was exchanged but there was no change in his poor perception of sound. As per the CT scan, the basal electrode channel is out of cochlea and the second is right at the cochleostomy (ie round window). The clinic is planning to re-implant the patient.

Manufacturer narrative:
(B)(4). Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Additionally, according to the patient report the active electrode was partially outside of cochlea. The implant registration card does not have any information about the insertion depth of the electrode during initial implantation. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the patient report and device investigation, the reason for the reduced benefit for the patient seems to be non-device related.this is a final report.

Event description:
It was reported that the patient has a history of issues with the sound quality with his cochlear implant. He complains about distortion of sound resulting in poor speech perception. A significant drop in hearing perception from 92% in (B)(6) 2014 to 52% in (B)(6) 2015 has been observed. The external equipment was exchanged but there was no change in his poor perception of sound. As per the CT scan, the basal channel is out of the cochlea and the second basal channel is right at the cochleostomy (i.e round window). The concerned device was explanted.